Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. An investigation of this issue was performed where the device history record was reviewed and no related deviations were found during the manufacturing process. Based on the info received and investigation findings a true root cause of complaint issue cannot be determined. A returned sample was not expected for this complaint. No add'l info is expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It was reported there were issues experienced with the luer lock sample port on unometer safeti plus causing the inability of the luer lock syringe to inadequately attach to the sample port.